Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave hybrid intra-aortic balloon pump (iabp) had an autofill alarm. Patient involvement is not yet confirmed. No harm is reported.

Manufacturer narrative:
Updated field: b4,b5 d9 (return to manufacture date),g3, g6,g7,h2 h11 corrected fields: b6, b7, d5, d10, g2 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave hybrid intra-aortic balloon pump (iabp) generated an autofill alarm. The issue was identified as an iabp malfunction and not related to a balloon failure. There was no patient injury or harm reported.